Manufacturer narrative:
Unit had cracked and bleeding lcd glass. Also minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window.

Event description:
The customer's parent reported via phone call that the insulin pump's screen shattered while playing softball. The reservoir window was also cracked. Customer's blood glucose level was 290 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.